Manufacturer narrative:
B3: event date: jul-2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a spectrum iq infusion pump did not alarm upstream occlusion. During heparin therapy at 10:31 the medical staff member hung a new bag at a rate of 9.5 units/kg/hour (16.4 ml/hour). The next anti-xa level at 12:06 was still therapeutic; however, it did drop from the previous level (0.94 to 0.62), which indicates there was a change in the rate/dose even though there was no change. Anti-xa at 17:49 was <0.1. The patient appropriately received a re-bolus of 2,000 units and the rate was increased to 12.5 units/kg/ hour (21.6 ml/ hour). The next anti-xa at 00:38 was also <0.1. The heparin resumed to the previous rate of 9.5 units/kg/hour at 01:07. The next anti-xa at 07:00 was supratherapeutic at 0.79. The patient's lab response certainly indicates patient was not receiving heparin from about 10:30am until 1:00am (14.5 hours). Staff examined the pump and found the blue clamp on top of the pump was engaged, stopping the pump from delivering fluids; however, it was not alarming the upstream occlusion. No other therapies were infusing at the time. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6, h11. H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.